Manufacturer narrative:
Additional information : additional information/correction: correction/removal report number: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Information received from user facility medwatch: mw5081191. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the center port at the ridge. This was identified during compounding. There was no patient involvement. No additional information is available.